Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas 6000 e 601 module (e601). It was asked, but it is not known if an erroneous result was reported outside of the laboratory. The sample was initially tested on a second e601 analyzer on (B)(6) 2017, resulting as > 10000 miu/ml. The sample was automatically repeated at a 1:100 dilution on the same analyzer on (B)(6) 2017, resulting as 257963 miu/ml. The sample was repeated on the complained e601 analyzer on (B)(6) 2017, resulting with a value of > 10000 miu/ml. The sample was automatically repeated at a 1:100 dilution on the same analyzer on (B)(6) 2017, resulting as < 2.00 miu/ml. The sample was repeated a second time at a 1:100 dilution on the same analyzer on (B)(6) 2017, resulting as 239595 miu/ml. A roche field application specialist performed an investigation with the sample on (B)(6) 2017 by running the sample on both analyzers without dilution, with a 1:20 dilution, and a 1:100 dilution. On the complained e601 analyzer, the sample resulted as > 10000 miu/ml without dilution, > 200000 miu/ml at a 1:20 dilution, and 226020 miu/ml at a 1:100 dilution. On the second e601 analyzer, the sample resulted as > 10000 miu/ml without dilution, > 200000 miu/ml at a 1:20 dilution, and 219061 miu/ml at a 1:100 dilution. The diluent was also tested on both analyzers, each time resulting with a value of < 2.00 miu/ml. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The hcgb reagent lot number and expiration date were asked for, but not provided. The field application specialist suspected that there was a short sample when the < 2.00 miu/ml value was measured on (B)(6) 2017. The automatic dilution setting on both analyzers was changed from a 1:100 automatic dilution to a 1:20 automatic dilution. The setting in the customer's middleware software was also changed so that repeat results are not automatically released outside of the laboratory.